Event description:
It was reported that during a procedure, an anchor would not deploy. Project manager confirmed that no anchors were left in the patient unsupported; all anchors were removed and additional fast-fix were used to complete the repair.

Manufacturer narrative:
Results: no anchors or suture were return for evaluation. Conclusion: actuator functioned as intended during device evaluation. No additional complaints have been filed in relation to the reported lot. (B)(4).